Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6633493, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: seroma, infection, capsular contracture, autoimmune reaction (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 430cc mentor memorygel breast implant (left) and a 480cc mentor memorygel breast implant (right) experienced several health issues post procedure. Bilateral capsular contracture, bilateral seroma, infection, and autoimmune disorders were all noted. After a mammogram identified an issue, an ultrasound was recommended. The ultrasound was performed at the end of (B)(6) 2020 and revealed that seromas and effusions were surrounding the implants. The capsular contracture was identified by a physician examination. The physician indicated the degree of capsular contracture was likely baker grade IV by stating that the contracture was the highest severity. The patient was diagnosed with raynaud¿s and was experiencing pins and needle sensations in her hands. Additionally, the patient had rashes over her body, insomnia, her lymph system was unable to drain, chronic fatigue, red eyes, and sickly appearance. The patient was unable to work due to these issues. No device issue such as rupture was reported. The devices were explanted without replacement and the patient reported an improvement in her symptoms since explant. See 1645337-2020-05677 for contralateral prosthesis report.